Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was not confirmed or duplicated. Service found the electrical connector contacts of the video connector were worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for use during an unspecified procedure, the image disappeared. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.